Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error after the customer inserted a new battery. The insulin pump had not been stored or not in use for an extended period of time. A temp basal was not programmed before the error alarm occurred. The customer's blood glucose was 288 mg/dl. Nothing further was reported.